Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder was visually inspected, and leak tested. Visual evaluation identified a hole at the corner of a fold in the middle of the component; in addition, buckling folds in the proximal end and middle of the cylinder body were noted. The cylinder did not pass the leakage test due to a leak noted at the corner of a fold in the middle of the component and a leak from the kink resistant tubing (krt) from wear. The pump was visually inspected, leak and functionally tested. It was found that the tubing was cut down to the pump block; it was not returned for analysis. The pump passed all testing, and no leaks were identified. Based on the information available and analysis results, the leaks identified could have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the right cylinder was noted. The pump and the cylinder were removed and replaced. There were no patient complications.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the right cylinder was noted. The pump and the cylinder were removed and replaced. There were no patient complications.